Event description:
This is the second report of three involving an a1108 from the same facility. The same problem occurred three times with three different experienced surgeon. The first report occurred in (B)(6) 2014 and was submitted on (B)(6) 2014 under MFR report #3004608878-2014-00020 (B)(4). It was reported that this patient was undergoing a craniotomy utilizing an a1108. The patient's head "dropped" a few minutes after fixing it in the skull clamp. The patient incurred a small scratch which did not require suturing. The patient recovered from the injury. The surgery was delayed 15 minutes. Reusable skull pins were used during this procedure. A stereotaxy device was not used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
DHR review was completed a1059 device was manufactured on september 30, 2013. A DHR review of the following work orders with lot code 137 shows that the following lots passed all necessary inspection points with no mrr, reworks or variances. No service history on file for this returned device.

Manufacturer narrative:
The complaint related device was returned to integra for evaluation. During investigation, it was observed that the locking mechanism has movement in swivel base and in index knob and needs to be overhauled/ adjusted, though this would not have contributed to a slippage. Conclusion: the root cause seems to be normal wear and tear due to daily use.

Manufacturer narrative:
Thin is the second report of three similar events at occurred at the same facility the first MDR MFR report numbers 300468878-2014-00020 (B)(4) the third MDR has a MFR report number of 3004608878-2014-00082 (B)(4). Integra completed its internal investigation on (B)(6) 2014. A DHR review could hot be done because neither the lot number nor the product were returned for eval. The device wan not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product. An inservice is being recommended as there were three reported similar incidents from this reporting facility. Integra has considers this complaint investigation closed future incidents of this nature will be documented for recurrence and trending purposes.